Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient's lead had migrated. Surgical intervention occurred to explant and replace the lead. Therapy was restored post-operatively.